Event description:
It was reported that the patient had occasional shortness of breath and fatigue. The right ventricular (rv) lead threshold had started to trend upward since a month the patient reported falling twice. The rv lead had high thresholds with non-capture. The rv lead was not functioning well due to a possible microdislodgement or possible exit block from scarring. The output for the rv lead was increased until the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.